Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported door not fully latched messages, caused by a failed upper latch switch. The upper auxiliary assembly (including the switch) was replaced.